Event description:
It was reported that during the surgery the foot pedal was not working. No patient injury reported. Back-up device was not available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible controller and wand; which was found to perform as intended. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. There were no indications to suggest the device did not meet product specifications upon release into distribution.